Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 16-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a spinal cord stimulator implanted on (B)(6). Patient developed a hematoma at the site of the paddle after the surgery shortly after surgery. He was taken back to surgery where the paddle was removed from the epidural space but not from the body. It was placed in the subcutaneous tissue, for re-implanting in to the epidural space later. On (B)(6) patient was taken back to surgery to have paddle placed back into epidural space. The issue was resolved.